Event description:
During review of the programming history available to the manufacturer, it was noted that a faulted system diagnostic test occurred on (B)(6) 2010 that resulted in an unintended change in settings. A final interrogation was not performed. The change was not corrected until the next visit on (B)(6) 2010. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.